Event description:
Product used: swartz braided transseptal guiding introducer sheath (sl2) as part an ep study for svt ablation product experience/malfunction: while introducing the sheath and dilator over the long 032 guidewire into the right femoral vein, the proximal portion of the sheath fractured at the juncture of the shaft and the valve. We then removed the sheath with dilator over the j wire to exchange for a new one. While removing the sheath from the body, the distal 1/3 of it fractured off and remained inside the body, in the superior vena cava at the level of the right atrium. It had been manipulated in a normal fashion prior to it breaking. We were able to snare the broken piece and bring it down to the level of the right femoral vein. While snared, the sheath began to break into multiple pieces and was too bulky to remove percutaneously. Vascular surgery was able to remove the pieces with a cut-down to the right femoral vein. Inspection of the remaining, intact portion of the sheath revealed innumerous micro-fractures that transversed the entirety of the shaft. FDA safety report ID# . (B)(4).